Event description:
During preparation for a thyroidectomy, the emg tube was tested and there was no blockage in vitro. The physician checked the cuff and integrity of the device before intubation and found that it was ok. They then proceeded to intubate the patient; it was a smooth induction and intubation as usual. They used approximately 5 cc of air to inflate the cuff. The airway problem only occurred a few minutes after emg tube placement was checked by fiberoptic laryngoscopy. Because of patient¿s history of asthma, the surgeon was concerned that the patient was having an asthma attack, so medications were provided but the air pressure was too high for the airflow to pump in. The surgeon then believed that the patient may have a pneumothorax, so they opened a hole from the chest, but the airflow still could not pump in. The surgeon then removed the emg tube and replaced with an ordinary endotracheal tube; the airflow through the endotracheal tube was re-established right away, and her vital signs were regained shortly, except her neurologic conditions. The amount of time that passed before reintubation was more than 10 minutes. It was confirmed that after extubation the surgeon inspected the emg tube and its appearance was normal, the tube was patent. The tube was not being re-used; this was its first use. It has been confirmed that the patient died on (B)(6) 2013, due to hypoxic encephalopathy. No further details available at this time.

Manufacturer narrative:
(B)(4). Product evaluation: no analysis results are available; device will not be returned for evaluation. Investigation of this complaint finds the reported event suspect, as well as the physician¿s reaction to the event. The physician stated that he used ¿5 cc of air to inflate the cuff¿. Per the instructions for use: ¿before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.¿ 5 cc of air would not inflate the cuff at all. So this report is either inaccurate or the cuff was never inflated. The physician also reported ¿the airway problem occurred a few minutes after emg tube placement was checked by fiberoptic laryngoscopy. Because of patient¿s history of asthma, the surgeon was concerned that the patient was having an asthma attack, so medications were provided but the air pressure was too high for the airflow to pump in. The surgeon then believed that the patient may have a pneumothorax, so they opened a hole from the chest, but the airflow still could not pump in. The surgeon then removed the emg tube and replaced with an ordinary endotracheal tube.¿ so when the airway became compromised, the physician administered medications and opened a hole in the chest prior to simply removing/adjusting the airway tube. This reaction seems to counter basic medical training and the a, b, c¿s of patient care: a ¿ airway, b ¿ breathing, c ¿ circulation. If the airway has been compromised, attempts should be made to restore the airway first. Based on information provided, the patient was scheduled for a total thyroidectomy to excise and treat thyroid cancer. The size and exact location of the tumor could have had an impact on the anatomy, resulting in unexpected patency issues with the tube placement. It is also possible that the patient vomited after intubation, which would have caused an occlusion of the emg tube. It should also be noted that it was confirmed by the user facility that they routinely re-use single-use emg tubes. Whether a new or used tube is selected for a procedure depends on the preference of the patient. In this case, the patient requested a new emg tube. The hospital will not release the device to medtronic for evaluation, so our conclusions are limited however, based on the information provided, the most likely cause of this event seems to be user error. Applicable excerpts from the instructions for use: do not attempt to re-sterilize or reuse single use disposable devices. Do not use if sterile package has been opened or is damaged. The proper size tube for the individual patient should be determined prior to intubation by the anesthesia provider and/or surgeon. A tube that is one size larger than standard selection is recommended whenever possible to improve electrode contact with vocal cords. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation secure the tube once positioned properly in the trachea. Note: a bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube. Inflate the endotracheal tube cuff with a minimum volume of air or nitrous oxide injected with a syringe through the cuff inflation valve, to create an airtight seal and ensure against slippage of the tube in situ. Monitor the cuff volume routinely to ensure an adequate seal is maintained. To minimize the effect of cuff leakage over time, saline may be used to inflate the cuff. Confirm the tube position and modify as needed until the electrode impedance/imbalance levels are back to an acceptable level. Deflate the cuff before manipulation. Fully deflate the cuff prior to extubation. Exercise caution while extubating the patient. Extubate by pulling on the tube, not on the harness. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Diffusion of a gas or gas mixture (nitrous oxide, oxygen, air) might result in cuff pressure and volume variation. It is recommended to inflate the cuff with the gas used to ventilate the patient to reduce potential effect of such diffusion. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning proper sizing, intubation and extubation should be in accordance with accepted medical techniques and expert clinical judgment. A tube that is one size larger than standard selection is recommended whenever possible to improve electrode contact with vocal cords. The proper size tube for the patient should be determined prior to intubation by the anesthesia provider and/or surgeon. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.